Event description:
The report received from the affiliate indicated that during an endovascular procedure, after extending the needle of the outback re-entry catheter into the vessel the physician was not able to advance the wire forward anymore. The outback device was removed and was inspected outside the patient. The system did not show any irregularities, however it could not be pushed over the laying wire. Therefore a new outback was used and the procedure was finished successfully. There was no reported patient injury or damage to the vessel/target lesion. No additional information was available. Addendum: inspection of the returned product indicated the needle was protruding.

Manufacturer narrative:
Complaint conclusion: the report received from the affiliate indicated that during an endovascular procedure, after extending the needle of the outback re-entry catheter into the vessel the physician was not able to advance the wire forward anymore. The outback device was removed and was inspected outside the patient. The system did not show any irregularities, however it could not be pushed over the laying wire. Therefore a new outback was used and the procedure was finished successfully. There was no reported patient injury or damage to the vessel/target lesion. There is no additional information regarding patient, lesion or procedural characteristics regarding this event. Inspection of the returned product indicated the needle was protruding. The product was returned for inspection. One non sterile outback was received coiled inside two plastic bags. No damages were noted along the device. A 0.018 cordis guide wire was introduced without any anomalies. Also cannula was able to be retracted. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported cannula/needle (outback only)/ retraction difficulty-partial and cannula/needle (outback only)/ unable to advance wire were not confirmed since functional test was successfully performed. The exact cause of the failure reported could not be conclusively determined; neither the analysis nor the DHR review suggests that this failure is related to the manufacturing process; therefore no action was taken. Based on the information available, it appears that the difficulty experienced by the customer may have been caused by device interaction (guidewire freeze-up) and is not related to a product quality issue.

Manufacturer narrative:
The product was returned for evaluation and testing; however, the engineering evaluation is not complete. Additional information will be submitted within 30 days upon receipt.